Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this left ventricular (lv) lead was retained due to hospital policy.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged a day after it was implanted. This lv lead was explanted and was replaced with a new one. No additional adverse patient effects were reported.